Event description:
It was reported that the patient presented for an implant procedure. During the procedure, while implanting the right ventricular (rv) lead, it was noted that the rv lead exhibited failure to capture and high pacing impedance. The lead was explanted, and it was then noted that the lead was unable to be separated from the stylet. The lead was not used, and a new lead was implanted. There were no patient consequences.

Manufacturer narrative:
The reported events of failure to capture, high pacing lead impedance and failure to remove stylet were not confirmed. As received, a complete lead was returned in one piece with the helix found extended with traces of blood/body fluids. The test stylet was able to be fully inserted and removed without restriction. Electrical testing was normal. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage.